Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers on the station were not detected. A field service engineer ran diagnostics, and the station was shut down to reseat cables and reboot, but the issue persisted. The communication (com) sled was swapped, followed by the power supply, yet the problem remained. Each drawer was tested individually, but the issue continued. The controller for drawer 2 was replaced, which did not resolve the problem. After consulting with the lead, it was decided that additional parts would be ordered for the drawers. The customer was informed and acknowledged the plan. Upon returning to check the station, all pyxibus drawers had failed. Diagnostics were run again, and the station was shut down, cables were reseated and rebooted. Most drawers came back online. The station was reimaged, and data was synced. Drawers 2, 3, and 4 were removed for further inspection. All cabling was checked, and the controller on drawer 4 was swapped. After rebooting and running diagnostics, the drawers were tested. Multiple drawers were tested with the customer by performing inventory operations. All tested drawers functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, when going into storage space configuration, failed drawers do not show up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, when going into storage space configuration, failed drawers do not show up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.